Event description:
Contact reports the implanted set screw became loose within the padicle screw. Examination of the patient found the rod was moving within the construct. The device was explanted. A revision surgery was required.